Event description:
It was reported that the patient had difficulty connecting the charger to the implantable pulse generator (ipg) despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.